Event description:
It was reported during an open cholecystectomy the prw35 staples did not form properly. One side of the staple would not bend properly to grab the tissue. Another prw35 was opened to complete the case. There was no consequence to the pt.

Manufacturer narrative:
D5,6;h4:information not available. Proximate rotating skin stapler-based upon inquiry information received, visual examination and functional test,no conclusion could be reached as to how the reported event during surgery occurred. The instrumnet was cycled and fired the remaining 24 staples without incident. No anomalies could be identified during testing.